Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins doesn't work and it hasn't for 2 years. The device wasn't charged and hasn't operated for over a year. No further complications were reported.